Event description:
It was reported the patient is no longer receiving stimulation. It was also reported the patient can no longer increase the amplitude. An impedance check was performed and revealed all contacts as invalid. X-rays were taken and no anomalies were found. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.